Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. This lead initially got into a branch and had repositioned a couple of times however, the guidewire broke off into the vein and the piece that was separated remains in the patient. In addition, a small pericardial effusion was observed as the inner catheter went through a vessel and the patient's chest was opened to drain the fluid. The patient still intubated. This lead was never in service. No additional adverse patient effects were reported.